Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. The investigation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
A pharmacist reported a nurse who gave a 37.5mg injection to a (B)(6) patient at home, had noticed an injection site reaction since about (B)(6) 2015.

Manufacturer narrative:
As stated in section b5, this report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2016-00007 to 1) provide the investigation evaluation. 2) correction to the common device name in section d2, it was initially reported as syringe, the common device name is syringe anti-stick. The actual device was not returned to the manufacturer for evaluation. The lot number and product code are unknown for this complaint. Since product code and lot number are unknown, our investigation is limited. Needle penetration testing was conducted and records confirm that product meets manufacturer specification. All lots produced are tested through bacterial endotoxis test to check presence of bacterial endotoxin on our finished products and have met specification for endotoxin limit for medical devices. In addition, qc performs monthly monitoring of the physical and chemical properties of the sterile products per gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
(B)(4). Correction to the common device name, it was initially reported as syringe, the common device name is syringe anti-stick.